Event description:
The pump was running continuously. It was reported that 8.9 liters of water leaked into the patient's body. The surgeon found swelling under the belly area after the surgery was finished. The surgeon used the pump at 40 mmhg of pressure and 60% of flow rate. The patient got edema in lower abdomen and had to have another surgery for removing the edema. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. Caller states customer bled heavily and experienced pain; no medical treatment required. No adverse event reported. Requested return of suspect device.